Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was within the range of 300 mg/dl to 400 mg/dl mostly in the 400 mg/dl range. Customer treated with bolus from insulin pump and manual injection. The customer did not provide details regarding symptoms of their high blood glucose. The customer was assisted with troubleshooting and declined for high blood glucose. Insulin pump will not be returned for analysis.